Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported a motor stall occurred on (B)(6) 2014 at 12:10 and a motor stall recovery occurred on (B)(6) 2014 at 19:30. No patient symptoms were reported. No further information was provided. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated it appeared there was a stall on (B)(6) 2014 that recovered the same day. No diagnostics were performed. It was noted upon review they did not see a stall on (B)(6) 2014.

Manufacturer narrative:
Analysis of the device found a reliability non-conformance of the pump motor with a gear train anomalies of corrosion and-or wear and-or lubrication and stall due to shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.